Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported capsular contracture baker grade unknown. Later, healthcare professional reported no capsular contracture confirmed. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.